Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting of tall t-waves and motion artifact contributed to the false detection. It was reported that the patient was in a nursing home riding a stationary bicycle at the time of the event. The lifevest detected an arrhythmia at 10:54:40. The patient's ECG strips show a sinus rhythm. The lifevest delivered a defibrillation shock at 10:55:26. The post-shock rhythm was motion artifact. The response buttons were not pressed during the entire event. The patient did not seek medical attention for the treatment and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention for the treatment and continues to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) (reuse). Electrode belt sn (B)(4) - 01/2008 (reuse).